Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-05284. The pt has two ipgs. It was reported the pt has not recharged the ipgs as recommended. As a result, the pt is without stimulation. The pt will undergo surgical intervention to address the issue. The pt will also see her surgeon for a consultation visit prior to the procedure.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.